Event description:
It was reported that a malfunction occurred on the customer's pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, provided instructions on returning the faulty pump, and ensured that the replacement would include updated software. The customer confirmed understanding of all instructions and will use manual delivery of insulin as a backup.